Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had ultrasound image defects. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found ultrasound image defects. Additionally, the bending section cover was leaking, many sound lines were broken, the cover of the probe was scratched, and the objective lens was slightly chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h10, h6: type of investigations: added two codes. Corrected fields: h6 : investigation findings, investigation conclusions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Although the defects in the ultrasound image were confirmed through evaluation, a definitive root cause of the image defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.